Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. A hardware issue was identified and the break out box cable and system control unit (scu) were replaced to resolve the issue. The system was then found to be fully functional. The cable was returned to the manufacturer for analysis. The cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The hardware investigation of the returned scu found that the reported event was related to an electrical issue. The returned scu powered up with the amber fault light on. A check of the event log revealed intermittent internal strober errors. The unit was sent to vendor for further testing. The vendor found that the cause was isolated to the internal front panel pcb fault. The front panel pcb was replaced and the unit passed testing. The reported event was confirmed. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
Medtronic received information that a footswitch was not working on a navigation system. There was no patient present when this issue was identified. As part of the investigation, the system control unit (scu) component was returned for evaluation. A review of the event log showed intermittent internal strober errors. These findings were assessed as a reportable event.

Manufacturer narrative:
New information was received regarding product information (UDI, part number, and manufacturing date).

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
Manufacturer updated to proper value.